Manufacturer narrative:
Device was received with high sleep current. Unable to determine the root cause, problem isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had unexpected power loss and replace battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery was not previously used. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The device will be returned for analysis.